Manufacturer narrative:
Product evaluation: analysis found that when compared to the assembly drawing: visually, the tip / head of the bur detached from the shaft which would have resulted in the reported event. When viewed under magnification, the tip separated at what appears to be the weld point. The plastic insert in the distal end of the outer tube was deformed and was likely heat induced. The information most likely indicates the weld between the head and shaft failed during use; the tip stopped cutting or remained stationary while the shaft was still spinning inside the mounting hole in the head; the friction between the head and shaft resulted in the deformation of the plastic insert; the customer noticed the separation. There was insufficient adhesion between the shaft and the bur to prevent detachment.

Event description:
It was reported that "during pituitary surgery, the bur was broken by drilling of anterior wall of sphenoid." It was confirmed that the tip broke off of the bur and all fragments were successfully retrieved using forceps. There was no patient impact or injury.